Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and broken belt clip slot. The pump was returned without the original pump belt clip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarm unexpected restart and external ram crc error alarm. Customer's blood glucose at time of incident was unknown. The customer found both alarms in alarm history. The customer was advised to perform self-test and passed. Customer was advised to monitor pump. The customer reported via phone call indicating that the insulin pump had beep anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that they are hearing different tone. The customer was advised to do self-test and passed. Customer stated the pump did vibrate during the self-test. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated plastic missing where the clip goes. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.